Manufacturer narrative:
An ocd field engineer (fe) visited the site. As the gel card in question was no longer available. The definitive root cause could not be assessed. However, the gel camera and gel card gripper asssembly were not properly adjusted leading to the potential for an incorrect interpretation of weak agglutination in the gel card microtube. The fe adjusted the gel camera and gripper assembly, returning the analyzer to expected operation.

Event description:
The customer reported that the ortho provue analyzer did not detect weak reactivity with a known positive sample while performing antibody screen testing. If a significant antibody/antigen interaction is not detected during antibody screen testing, or is not identified upon further testing, the pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote. The customer was performing validation testing at the time of the incident. Live pt samples were not on board the analyzer at the time of the incident, preventing erroneous results from being released.